Event description:
Event description guidant received information that pre implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage significantly lower than the box label of 3.25v.